Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the reported issue was confirmed. The probable cause of the issue was contamination that was found at the downstream occlusion (dso) sensor and latch lock area. The dso sensor and latch lock flex sensor were both replaced to resolve this issue.